Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
: It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed within the pump supplies. Customer primed the tubing to clear the bubbles and resolved the occlusion. The customer¿s blood glucose level was 350 mg/dl.